Manufacturer narrative:
Assessment by merz: the reported events occurred in a compatible local and temporal relationship. Injection site calcification is equivalently expected as nodule whereas injection site swelling and injection site induration are expected based on currently valid EU MDR IFU leaflet of radiesse. Off label use of device was coded only for formal reasons. Injection into the neck is no approved indication for radiesse in europe based on currently valid EU MDR IFU. However, the reported injection site reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 12-mar-2026: this case was upgraded to serious. Possible confounding factors include the patient's previous mesotherapy treatment as well as the concomitant injection with harmonyca. However, a contributory role of treatment with radiesse cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products have caused onset of the events. As reported, the events have persisted for 6 months, and according to other consulted physicians, the lumps were not going to disappear. In this case, the patient received comprehensive treatment with normal saline and cortisone injections with a non-resolved outcome. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case is upgraded to serious with the serious events injection site calcification, injection site swelling and injection site induration because a permanent damage cannot be excluded. Merz causality re-assessment after amendment was performed on (B)(6) 2026: the reporter's phone contact information was deleted. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains serious with the serious events injection site calcification, injection site swelling and injection site induration because a permanent damage cannot be excluded.

Event description:
Case description: this consumer report was received from a turkish consumer and concerns a 54-year-old female patient (weight: 63 kg, height: 170 cm). The patient was injected with radiesse into the neck (off label use of device) for neck wrinkle treatment, in (B)(6) 2025. The patient had no known chronic diseases or known allergies, no history of regularly used (chronic) medications, and no chronic illness. In (B)(6) 2025, immediately after the radiesse injection, the patient experienced a swelling on the neck. She also experienced hard calcium deposits/nodules. The physician advised massage and observation. The patient waited approximately 7¿10 days, however, the swelling did not resolve. Subsequently, 4¿5 additional swellings/nodules developed in both visible and non-visible areas of the neck. The treating physician administered intralesional normal saline. After approximately 3 months, 2¿3 additional sessions were performed, however, no improvement was observed. The patient later consulted a radiologist, who administered corticosteroid treatment, however, no clinical improvement occurred. Radiological evaluation confirmed calcium aggregation (calcium deposits), and a medical report was issued. The radiologist indicated that the nodules were unlikely to resolve with further corticosteroid treatment. The patient was also evaluated by two different plastic surgeons and a dermatologist. According to the patient, other physicians suggested that the nodules were possibly related to incorrect application technique (technical error). At the time of reporting, at least 4¿5 persistent hard nodules remained in the neck area, both visible and non-visible. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were related to radiesse. Follow-up information was received on 12-mar-2026: this case was upgraded to serious. The patient was injected with radiesse, for very mild sagging on the neck (off label use of device) and face. The patient was concomitantly injected with harmonyca (reported as harmonica), in (B)(6) 2025. The patient was previously treated with vitamin and collagen mesotherapy. The patient was not previously injected with radiesse (reported as that did not have this type of procedure before). In (B)(6) 2025, immediately after the radiesse injection, the patient experienced nodules and swelling on her neck and under eyes. The physician told her that they were going to pass over time. The patient waited for two weeks, but when they did not resolved, she went back to the physician. For six months, the physician kept telling her to massage the area and that it was going to improve. Eventually, the patient had to consult other physicians (a plastic surgeon and a dermatologist), and they informed her that these lumps were not going to disappear. Normal saline injections were performed three times and cortisone was administered twice, but none of these treatments were beneficial. At the time of this report (reported as currently), there were still at least 3 to 4 clearly visible nodules on her neck, each approximately 2 to 3 cm in size, and swelling persisted under eyes. The outcome of the events remained unchanged. In the opinion of the reporter, the events were related to the injection procedure. There was definitely a malfunction, meaning the procedure was not performed properly or correctly. Case amendment was performed on (B)(6) 2026: the reporter's phone contact information was deleted.